Event description:
Customer called to report that customer was hospitalized with high "bgs". Troubleshooting was performed. The audible alarm was not able to be heard during the high pressure test. Device was not dropped, bumped, or exposed to moisture.